Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the front panel felt very hot to the touch and there was a burning smell. The unit was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field service rep (fsr) investigated the issue and found that the motor would only start in speed 4. The motor was replaced by the fsr and the issue was resolved. No further action will be taken at this time. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.